Event description:
The event is reported as: the scrub tech noticed the tip of the suction device came off during surgery. The product was retrieved without incident. No reported patient injury.

Manufacturer narrative:
Sample has not been received by the manufacturer in time for this report. A follow-up investigation report will be sent when completed.